Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. Reportedly, the customer had gained weight and was stressed, however, the cause for ongoing elevated bg levels was unknown. Correction boluses were delivered to address bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.